Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that the fenestrated bipolar forceps instrument cable was noted to be frayed during a da vinci hysterectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.